Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege pain, injury, and elevated metal ions.

Manufacturer narrative:
Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After the review of medical records for MDR reportability, it was reported that the patient was revised to address pain and elevated metal ion levels. Revision notes reported thick tenacious reactive type capsule, grayish-type metallic stained fluid, reactive pseudocapsule, and burnishing of femoral neck head trunnion and did global synovectomy done. There were no lab results provided. Cup and stem were not revised but are reported due to alleged elevated metal ion levels. Doi: (B)(6) 2008; dor: (B)(6) 2014; left hip.